Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician deployed the 6.0mm spider at the tibial peroneal trunk (tpt) . Directional atherectomy was used to treat a heavily calcified popliteal vessel. The physician performed 18 miscellaneous directional tuts ( med /lat/ant). As the spiderfx was going to be removed, the filter was not able to be retrieved into the catheter due to overfilling the filter with calcified plaque. The spider filter wire broke off while trying to retrieve through a 7f introducer. The patient was sent to the or to have open procedure to remove the spider filter with no complications.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.